Event description:
A report was received that the patient was experiencing difficulty charging her ipg due to ipg being flipped. The patient underwent a pocket revision wherein, the physician relocated the ipg to a better location. The patient was doing well following the procedure.